Event description:
At bedtime the customer received a blood glucose reading of 338mg/dl on the contour next link. During the night his pump dispensed 50units of insulin. He became comatose. When he woke up the firemen were there, they ran a blood test on the customer with a reading of 12mg/dl. The customer was confused and sweating. He was hospitalized for 5 days, and given insulin and sugar water. His blood glucose was 200mg/dl at the time he was discharged. The customer was advised to return the test strips for evaluation. New strips and meter were sent to him.